Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: no lens pieces were saved for return. As the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic broke during placement in the patient's eye. The lens was removed and replaced during the same procedure. Through follow up, it was learned that a vitrectomy was performed, however, there was no other intervention required. The patient is doing fine post-operatively. No lens pieces were saved for return. No additional information was provided to johnson & johnson surgical vision.